Event description:
Triple lumen catheter found to be leaking (not implanted at complainant facility). Pt required surgical procedures to remove and replace catheter.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.